Event description:
Reporter indicated that a newly implanted vns patient was getting hot and diaphoretic, and that the patient was "passing out". Follow-up with the attending neurologist noted the vns amplitude was felt to be too high. The vns was temporarily disabled and the patient's seizures increased. The plan of care was to start the vns at lower settings and titrate to tolerability. The patient did not have a pre-vns history of passing out. All attempts for further information regarding the increased seizures have been unsuccessful to date.